Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. After advancement of the clip delivery system (cds) to the leaflets, during a grasping attempt with the clip arms and grippers in the down position, it was noted that the grippers were not responding. The gripper lever was retracted and the grippers were still not responding. On echo, it was observed that the clip captured the leaflets and the gripper line was separated; therefore, the clip was deployed. Both parts of the gripper line were removed. The clip was successfully deployed, reducing mr to 1+. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was confirmed using a proxy gripper line. The reported gripper line break was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to the reported gripper line break during actuation. A definitive cause for the gripper line break during actuation could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.